Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
15-aug-2025 ¿ the end-user reported that during a supply change, a caregiver used insulin from a previous cartridge to fill a new cartridge and did not confirm proper tubing fill prior to infusion set insertion. Overnight, glucose levels spiked to 400 mg/dl and later dropped to 68 mg/dl before stabilizing with glucose gel intake. At follow-up the user¿s glucose was 89 mg/dl. No symptoms, external assistance, or medical intervention occurred.